Event description:
It was reported that the atrial lead exhibited less than 200 ohms bipolar impedance, loss of capture at high output and noise. The noise was reproducible with patient movement and pocket manipulation. The system was programmed to vvir mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.